Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that on the ar-6701 the suction punch is coroded. The ar-8330f with sn: (B)(6) the device has rust in the sealing cap. The ar-3240-5027 with sn: (B)(6) has an insufficient brightness through the cable to the optics. Furthermore, there is a tear at the distal end of the cable. The ar-3240-5027 with sn: (B)(6) has an insufficient brightness through the cable to the optics. The ar-400 with sn: (B)(6) is not working with two different batteries. The ar-3371-4000 is partly affected by rust in the lumens/cavities. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received.

Manufacturer narrative:
One unpackaged ar-6701 replacement handle for suction sidebiter batch number: 011940 was received for investigation. Visual evaluation noted wear and tear to the device with scratches and discoloration observed on the surface of the returned device. The cause for the reported failure can be attributed to wear and tear incurred from repeated usage/reprocessing. Date of manufacture: 10-oct-2019.